Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis in good condition with a scratched screen. The moment the device was powered up the device started double beeping. It recommended to replace the downstream sensor and the screen.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double alarm that there's no cassette. There were no injuries or adverse events reported.

Manufacturer narrative:
Additional information was received indicating that the issue was found during testing; there was no patient involvement.